Event description:
The rptr stated did meter to lab comparison tests, 1 hour apart. Rptr's meter reading was 204 mg/dl, less than an hour after a lab test result of 132 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr checked the confirmation dot on the test strip when testing, and described an accurate technique of applying blood. Rptr inserts the test strip all the way into the meter. No harm was alleged.